Event description:
It was reported that the subject device had a connector section chipped/cracked. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. Device evaluation found that the video connector was damaged. The device evaluation in addition, found there is corrosion on the electrical contacts of the video connector, corrosion on the scope mount, there is a scratch on the lens of the main body, discoloration on the video connector contacts. A definitive root cause of the reported issue cannot be identified. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.